Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and company representative regarding a patient receiving bupivacaine (1 mg/ml) at 0.4794 mg/day and morphine (10 mg/ml) at 4.794 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. An alarm was heard and confirmed by telemetry. The pump was last refilled on (B)(6) 2015 and would have gone empty on either (B)(6) 2016 based on the programmed flow rate. The empty pump alarm was caused by a scheduling problem for the pump refill. The patient was in a lot of pain and the area around the pump was itching. The healthcare provider decided to fill the pump with 20 ml of saline until they could get drug to fill the pump. The medications for the refill were reordered and the empty pump alarm has been resolved. The patient¿s concomitant medications included norco and dilaudid. The patient¿s medical history included chronic pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.